Event description:
A minimum fill notification was reported. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support advised the caller to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth, and the caller was able to successfully load a new cartridge onto the pump and resume insulin delivery.